Event description:
During a revision procedure for a non-abbott right ventricular (rv) lead, the device was replaced due to reaching normal end of life. The replacement device was implanted in ventricular pacing (vvi) mode. Following connection to the leads, the device was programmed to dual-chamber pacing (ddd) mode which resulting in the patient experiencing asystole due to ineffective pacing. The connections were checked and troubleshooting did not resolve the issue. The original device was tested with no pacing issue observed in ddd mode. A new device was selected and successfully implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of a pacing anomaly was not confirmed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.